Event description:
This pt was admitted after suffering multiple stab wounds to the chest. The pt was emergently taken to the operating room for a thoracotomy and required internal defibrillation. The zoll defibrillator failed to fire on the first attempt delaying defibrillation to the pt. The zoll defibrillator did deliver a shock to the pt approximately 15 seconds later. This delay did not contribute to the death.